Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was further reported that the unexplained swelling could possibly be due to cellulitis to cut on lower shin.

Manufacturer narrative:
(B)(4). Foreign : (B)(6). Concomitant medical products: vanguard cr tibial bearing cat#: 183440, lot#: 989180, vanguard cr femoral component cat#: 183032, lot#: j3823466. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00793, 0001825034 - 2018 - 00794, 0001825034 - 2018 - 00795. Remains implanted.

Event description:
It was reported that the patient had complication of unexplained swelling after an initial knee arthroplasty.